Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stent placement procedure. According to the complainant, during the procedure, the stent failed to fully deploy. The stent system was removed from the patient. The procedure was completed successfully with another ultraflex tracheobronchial stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) for the reported event of stent deployment issue (partial deployment). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.